Event description:
Boston scientific crm received information that this lead had pulled back however was still appropriately pacing.

Manufacturer narrative:
The pocket was opened for an unrelated issue. During this procedure, the lead was explanted and replaced without incident. As of today, the explanted lead has not been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. Analysis is on going.

Event description:
--

Manufacturer narrative:
Upon receipt, visual inspection of the lead noted several induced cuts in the insulation. The clinical observation of lead dislodgement could not be confirmed. The lead met electrical specifications.